Event description:
It was reported that there were no tones emitted when the nurse put a magnet over the device. The rep used the programming wand and no tones were heard. A wireless session with the device was started. After interrogation but while still in the wireless session, a magnet was placed over the device. The programmer message showed that the device was suspended, but no device tones emitted. The device alerts were verified that they were programmed on and a demo was conducted using the programmer to demonstrate that they could get tones from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.